Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the implant never worked well for the patient¿s pain and she had trouble getting it to charge. The device is not working very well. The patient was also having pain with her back and left hip. The patient explained that her right side is shorter than her left because a doctor removed 2 inches of her butt bone, so she walks with a limp. The patient explained this is probably why her left side hurts. The patient wants to get the implant removed and wanted to know if a manufacturer representative (rep) needed to be there. It was reviewed that it is a medical decision. The patient reported the healthcare provider (hcp) isn¿t sure if they can remove the leads. It was reviewed that this is also a medical decision. The patient was redirected to their hcp. The patient also mentioned that once she got low blood sugar, fell, and broke both femurs. The patient had surgery. No further complications were reported/anticipated.